Manufacturer narrative:
A ge representative evaluated the system and no conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported the system will not display an image. No patient injury was reported.